Event description:
It was reported the stent failed to expand. The over 80% stenosed target lesion was located in the mildly tortuous and moderately calcified carotid artery. A 10.0-31 carotid wallstent was selected for treatment. However, during the procedure, resistance was felt when expanding the entire stent. The stent was removed, and the procedure was completed with a non-boston scientific device. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned to our post market quality assurance laboratory. The device was received with the stent partially deployed from the delivery system. The stent was noted to be damaged. The investigator was unable to deploy the stent due to the damage to the sheath. A visual and tactile inspection identified a complete outer sheath break located at approximately 2mm distal of the main t-body. No other issues were found with the catheter. A visual and tactile examination identified no issues with the tip of the device. This concludes the product analysis.

Event description:
It was reported the stent failed to expand. The over 80% stenosed target lesion was located in the mildly tortuous and moderately calcified carotid artery. A 10.0-31 carotid wallstent was selected for treatment. However, during the procedure, resistance was felt when expanding the entire stent. The stent was removed, and the procedure was completed with a non-boston scientific device. There were no patient complications as a result of this event.